Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is glitching. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states the touchscreen is glitching and is requesting part number and price for replacement ui assembly. The rse provided customer with part number and price for ui assy, w/o nav-ring, gray, v60 per customer request. Investigation is ongoing